Manufacturer narrative:
A serious injury has been alleged against the cycler machine. Due to lack of info, MDR's will be filed for each concomitant device as part of a system level review. A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation. See related mdrs: 1713747-2014-99932 and 8030665-2014-00258.

Manufacturer narrative:
Device review: the device was replaced for the reported event, but was not returned to the manufacturer for failure analysis investigation. A device history record (DHR) review was performed and the device was found to have been manufactured per specifications. Medical record review due diligence has been performed by the manufacturer to obtain additional information regarding the patient event. Medical records were received but had no information about the reported event. As a result, a medical record review could not be performed. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event.

Manufacturer narrative:
Medical record review. Medical records were received and reviewed by post market surveillance clinical staff. It was noted that there is no documentation in the medical record that supports this patient had peritonitis.

Event description:
A peritoneal dialysis (pd) pt reported their cycler turned off in the middle of fill 3. The pt was unable to complete treatment. In f/u with the pt's pd nurse it was noted the pt went to the emergency room and a kidney, ureter, bladder x-ray (kub) was done. An infection was found at this time and the pt was subsequently hospitalized for three days due to peritonitis.